Event description:
It was reported that when a battery check using the patient controller was conducted in (B)(6) 2013, an elective replacement indicator (eri) was displayed. A surgery was performed to replace the stimulation device on (B)(6) 2013. It was noted that the battery died one year after switching devices, which was too short. It was noted that there were no health hazards to the patient. It was further reported that the patient was receiving effective therapy after replacement. It was noted that no malfunctions were seen or cause of the issue determined.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of implantable neurostimulator (ins) (B)(4) was found to have ¿not yet depleted to an eri condition.¿

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.